Event description:
Hooked up ablation catheter appropriately and while prepping the catheter they were unable to flush the catheter properly. The tubing was flushed and pump was cleaned and the tubing and catheter were replaced. The new one worked fine. Patient was not affected.